Manufacturer narrative:
Submit date: (B)(6) 2016. A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed on time. There were no related processes or material changes related to the reported condition for this product. Product monitoring data for the lot was reviewed and there was no issue. A review of the machine setup was conducted and there were no issues. A review of the machine in its current condition was conducted by the quality engineer and there were no issues. The review of the shield molding process during the time this product was made indicates that no problem was found. There were no samples submitted with this complaint. The reported condition could not be confirmed. Complaint shall be reopened if a sample is received. The exact root cause of the issue reported by the customer could not be determined without an actual sample to examine. The most likely root cause is user technique when initiating the safety shield. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. The lot met all defined acceptance requirements and was released. Based on the investigation, no formal corrective and preventative action will be opened for this issue. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing activities. In addition, as a preventive action for manufacturing site operations, a monthly complaints report is sent to focus factory personnel, summarizing the latest events reported by the customer.

Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a safety needle and syringe. The customer states the needle safety device did not engage after use. The nurse tried to engage the needle on hard surface and with finger. Both methods would not engage the shield. No injury to patient or staff.